Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing resulted to pacing inhibition that led to greater than two seconds of asystole. Additional information received indicating that the lead appeared fractured under fluoroscopy. The lead was surgically abandoned and capped. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.